Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as a rash and an infection. The patient consulted his physician who prescribed a medication and advised the patient to remove the lifevest. The current medical condition of the irritation is unknown as multiple follow-up attempts were unsuccessful.